Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. No high current drain sources were found during testing. The battery was sent out to the vendor for further evaluation. The cause for the premature battery depletion could not conclusively be determined.

Event description:
It was reported that the patient presented to the clinic after feeling symptomatic due to two second pauses. It was observed that no communication could be established with the device. Troubleshooting was performed, but was unsuccessful. Battery longevity reveals that the device is not within the expected longevity performance.